Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 400 mg/dl in one incident. The customer treated their blood glucose with a bolus. The customer reported their blood glucose was 92 mg/dl the next day. The customer also reported several sensor alarms. The customer was advised on the proper techniques for sensor insertion. The insulin pump will not be returned for analysis.